Event description:
A (B)(6) female admitted for bilateral breast reduction. During the procedure, it was noted that the pt had 10-12 of what appeared to be burn lesions. After a thorough investigation, it was discovered that one of the bovies used in the procedure remained in the "on" mode even when not being actively used. Burns noted to be superficial and healed without incident. Note: two cauteries placed on surgical field. Lot numbers from boxes are 130101082 and 130101047. Lot numbers not on devices. Unable to determine post procedure which lot number was related to failed device. Both devices tested in clinical engineering. One device tested with failure. (B)(4).